Manufacturer narrative:
Results: the penumbra coil 400 (pc400) pusher assembly was kinked approximately 90.0 and 100.0 cm from the proximal hub. The embolization coil was intact with the pusher assembly and the pull wire was protruding distally out of the distal detachment tip (ddt). There was coagulated blood inside the ddt and pusher assembly hypotube and inside the introducer sheath upon receiving the device. There were several offset coil winds along the length of the embolization coil. Conclusions: evaluation of the device revealed the pull wire was protruding distally out of the ddt. This damage is likely a result of forcefully attempting to advance the embolization coil against resistance. Further evaluation revealed offset coil winds along the embolization coil. This type of damage was likely a result of advancing the embolization coil against an initial resistance, and the offset coil winds likely contributed to the embolization coil becoming stuck inside the microcatheter hub during insertion. If an rotating hemostasis valve (rhv) is not used during insertion, the introducer sheath may not remain properly aligned in the hub of the microcatheter, which may cause resistance when inserting the pc400. Further evaluation revealed kinks on the mid-shaft of the pusher assembly. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery using penumbra coil 400's (pc400¿s). During preparation for the procedure, the physician advanced a pc400 out of its introducer sheath and into a bath of saline without any issues. However, during the procedure, while attempting to advance the same pc400 into the px slim delivery microcatheter (px slim), the physician experienced resistance. Subsequently, the pc400 became stuck at the hub of the microcatheter and would not advance further. Therefore, the pc400 was removed and the procedure was completed using six additional pc400¿s and the same px slim without further issues. There was no report of an adverse effect to the patient.